Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and installed the mobile view station (mvs) inrush protection module to reduce the chances of blowing the mvs fuses. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure, the dinrail and inrush suppressor on the imaging system required replacement after previous fuses had been blown. There was no patient present when this issue was observed.